Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient weight, race, and ethnicity were not provided. The initial reporter first name, phone and email address are not available / reported. [Conclusion]: as reported via the empower study, a (B)(6)-year-old male patient with a history of hypertension underwent stent-assisted coil embolization of an internal carotid artery (ica) on (B)(6) 2020. On (B)(6) 2021, it was reported that the patient experienced and in-stent restenosis. According to the study, in-stent stenosis is defined as in-stent stenoses (with a stenosis of =33%) of the parent vessel compared to the non-stented portion. No action was taken, and the patient has not recovered. Per the principal investigator (pi), the event was moderate in severity, possibly related to the study device and dual antiplatelet therapy and not related to the study procedure. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 4mm and neck width 2mm. The parent vessel diameter was 4mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 11199561) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Immediate post-procedure assessment showed raymond-roy score of class I: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2020 revealed (B)(6) grade 0 and modified rankin scale (mrs) score of 0. 3t- magnetic resonance angiography (mra) performed on (B)(6) 2021 showed no evidence of hemorrhage / rupture or in-stent stenosis / thrombosis. There was no change in prior raymond roy, mrs, and (B)(6) scores. 3t-mra performed on (B)(6) 2021 showed in-stent stenosis. There was no hemorrhage / rupture or in-stent thrombosis. On (B)(6) 2021, additional information was received. The information indicated that the in-stent restenosis was = 50%. Confirmation was received that no action was taken for the in-stent restenosis event documented. The patient was asymptomatic and is continuing with the aspirin and atorvastatin calcium tablets; the clopidogrel hydrogen tablets have been discontinued. The patient has no symptoms of discomfort. Based on complaint information, the enterprise stent remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11199561. The history record indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Stenosis of stented segment is a known potential adverse event associated with the use of the enterprise 2 vrd and is listed in the instructions for use (IFU) as such. Experience with stent implants indicates that there is a risk of stenosis. Underlying patient and procedural factors may play a role in the intimal hyperplasia; however, based on the available information, no conclusion can be made regarding the reported events. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the empower study, a (B)(6) male patient with a history of hypertension underwent stent-assisted coil embolization of an internal carotid artery (ica) on (B)(6) 2020. On (B)(6) 2021, it was reported that the patient experienced and in-stent restenosis. According to the study, in-stent stenosis is defined as in-stent stenoses (with a stenosis of =33%) of the parent vessel compared to the non-stented portion. No action was taken, and the patient has not recovered. Per the principal investigator (pi), the event was moderate in severity, possibly related to the study device and dual antiplatelet therapy and not related to the study procedure. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 4mm and neck width 2mm. The parent vessel diameter was 4mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 11199561) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Immediate post-procedure assessment showed raymond-roy score of class I: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2020 revealed hunt & hess grade 0 and modified rankin scale (mrs) score of 0. 3t- magnetic resonance angiography (mra) performed on (B)(6) 2021 showed no evidence of hemorrhage / rupture or in-stent stenosis / thrombosis. There was no change in prior (B)(6) and (B)(6) scores. 3t-mra performed on (B)(6) 2021 showed in-stent stenosis. There was no hemorrhage / rupture or in-stent thrombosis. On 21-dec-2021, additional information was received. The information indicated that the in-stent restenosis was = 50%. Confirmation was received that no action was taken for the in-stent restenosis event documented. The patient was asymptomatic and is continuing with the aspirin and atorvastatin calcium tablets; the clopidogrel hydrogen tablets have been discontinued. The patient has no symptoms of discomfort.